Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system frequently froze and the keyboard became unresponsive on the login screen, required restarts or reboots to regain functionality. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard did not respond to the login screen. A field service engineer swapped out the keyboard due to power issues and tested the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.